Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies.

Event description:
It was reported that at the implant procedure, everywhere the physician placed the lead in the right ventricle it registered high impedance measurements of over 2000 ohms. The lead was removed after 45 minutes and a new lead was placed that registered good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.